Event description:
The patient reported that on (B)(6) 2015 her blood glucose was running high all day. Despite all of her attempts to correct her bg with manual injections. (Exact dosage was not provided) of insulin she was not able to lower her bg levels. Later that night she felt weak and had rapid heartbeat at which she decided to go to the emergency room. Upon arrival her bg was reading over 500 mg/dl. She was given insulin intravenously and with manual injections. The test result shows that she was also suffering from an inflammation of the bladder. She was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No production lot number was reported therefore no qualification records were reviewed.